Event description:
Caller alleged discrepant inratio inr results. Results are as follows: date: (B)(6) 2013, inratio inr: 3.0 and 1.0. The time between testing was five minutes. Therapeutic range was not provided for the pt. There was no reported adverse pt sequela. There was no add'l info provided.

Manufacturer narrative:
Investigation: inratio precision data provided by end-user lot: 303234. Date: (B)(6) 2013, inratio: 3.0 and 1.0, mean: 2.0, sd; 1.41, %cv 70.71. Since %cv is more than 20%, the precision test failed the criteria for precision. Add'l investigation is required. No product was expected to be returned so retained strips from lot 303234 were used for testing. In-house therapeutic donor testing has been performed on reported lot 303234 on (B)(6) 2013. Results as follows: donor 232, inratio: 2.3, 2.0, 2.2, reference: 3.00, bias threshold: 2.00 - 4.00, %cv: 7.05; donor 200, 2.6, 2.7, 2.9, 2.86, 1.86 - 3.8, 5.59. All replicates for each donor are within the acceptable bias for accuracy. Product performed as expected. Both donors produced %cv less than 16%. Precision criteria has been met. No further investigation is necessary. Conclusion: analysis of the client's data from repeat inratio testing revealed that the test result comparison did not meet precision criteria. No product was expected to be returned so retain products were used for investigation testing. Retain strip testing results met both accuracy and precision criteria. Root cause could not be determined from the info provided by the customer. As reviewed on (B)(6) 2013, eight (8) discrepant result complaints were reported for lot, yielding a complaint rate of 0.005%. Due to this low occurrence rate, below the action threshold monitored by qa for corrective action: no further action is required at this time. This issue will be subject to tracking and trending.